Event description:
It was reported that the patient was experiencing shocking sensation and was not getting an adequate pain relief. The patient underwent an ipg explant procedure. No device malfunction was suspected. The explanted ipg was discarded.

Manufacturer narrative:
Date of event: exact date unknown, event occurred a couple of years ago. Explant date: couple of years ago.